Manufacturer narrative:
Reported event of "not sticking, peeling up and having to be replaced" is inconclusive. The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified . The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 145 reports, regarding 1,782 devices, for this device family and failure mode. During this same time frame 10,996,900 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package this issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during an unknown procedure on (B)(6) 2022 when it was reported, ¿they are not sticking, peeling up and having to be replaced. They also will alarm frequently that there is no contact, especially during big ortho cases where they are hammering and sawing. They are using several on some cases for this reason. They seem very cheap, little and thin.¿. There was no report of patient or user impact. Further assessment was sent; however, the reporter responded "we do not have the information you have requested." This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during an unknown procedure on (B)(6) 2022 when it was reported, ¿they are not sticking, peeling up and having to be replaced. They also will alarm frequently that there is no contact, especially during big ortho cases where they are hammering and sawing. They are using several on some cases for this reason. They seem very cheap, little and thin.¿. There was no report of patient or user impact. Further assessment was sent; however, the reporter responded "we do not have the information you have requested." This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is not being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.